Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements for approximately six months. Provocation testing was completed, but the lead measurements were within normal limits. Technical services (ts) discussed performing a commanded shock. The lead was then reprogrammed to another vector and will continue to be monitored. No adverse patient effects were reported.